Manufacturer narrative:
Complaint conclusion: a saber rx balloon catheter (bc) (3mm x 4cm x 155cm) was delivered to a lesion in the superficial femoral artery and inflated; however, the pressure would not increase after inflation to four atmospheres (4atm) upon initial inflation. The device was deflated, and balloon rupture was confirmed based on blood leakage. The lesion was the superficial femoral artery and was described as having 90 percent stenosis. There were acute bends and the lesion did not seem to be calcified. The lesion was crossed with an unknown guidewire. There was no patient injury reported. There was no resistance/friction encountered while inserting the balloon through the rotating hemostatic valve. The device was not used for a chronic total occlusion. The device did not have to pass through a previously placed stent. The product was removed intact from the patient. No other anomalies were noted when the device was removed from the patient. The device was clinically used but has been discarded due to infectious disease. The balloon catheter was stored in hygiene-managed storage and was taken out from its tray and inspected. There were no visual anomalies confirmed. The device prepped normally and there was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover, removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The inflation device used was a non-cordis device and was used successfully with other devices. The procedure was completed using a drug-coated balloon catheter after a saber percutaneous transluminal angioplasty bc (cordis different lot number) was used for pre-dilation. Treatment was successful. The product was not returned for analysis. A product history record (phr) review of lot 17637640 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of ninety percent stenosis and some acute angulations may have contributed to the reported event. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a saber balloon catheter (rx3mm4cm155) was delivered to the lesion in the superficial femoral artery and inflated, however, the pressure would not increase after inflation to 4 atmospheres (atms) during its initial inflation. The device was deflated, and balloon rupture was confirmed based on blood leakage. The device was removed from the patient. Initially, the lesion was crossed using an unknown guidewire. It was reported that the lesion did not seem to be calcified. The balloon catheter had been stored in hygiene-managed storage and was taken out from its tray and inspected. There were no visual anomalies confirmed. There was no patient injury reported. The device was clinically used. The device has been discarded due to infectious disease. The device prepped normally. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The lesion was the superficial femoral artery and was described as having 90% stenosis. There were acute bends. The inflation device used was a non-cordis device and was used successfully with other devices. There was no resistance/friction encountered while inserting the balloon through the rotating hemostatic valve. The device was not used for a chronic total occlusion. The device did not have to pass through a previously placed stent. The product was removed intact from the patient. No other anomalies were noted when the device was removed from the patient. The procedure was completed using a drug-coated balloon catheter after a balloon catheter (saber pta/ cordis different lot number) was used for pre-dilation. Treatment was successful.